Event description:
During an initial implant procedure, when removing the stylet from the left ventricular (lv) lead, there was resistance which resulting in breaking of the lv lead and stylet. The stylet and lv lead were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stylet stuck inside the lead, stylet damaged and lead damaged were confirmed. As received, a complete lead with stuck stylet was returned in one piece. The stylet knob was broken consistent with procedural damage and was not returned with the lead. The connector pin with the cap and crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported events was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.